Manufacturer narrative:
Physio-control evaluated the customer¿s device and was unable to duplicate the reported issue. After calibrating the device and updating its software, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer, a biomedical engineer, contacted physio-control and advised that the device users had reported that their device gave an "abnormal charge declined" message; however, no further details were provided and that message is not one that the lifepak 20e device will provide. The biomedical engineer also advised that the device's service log had been erased and, as a result, no codes were logged which may help understand what the user had reported. Based on what the device user reported to the biomedical engineer, it's possible that what they had actually seen was an "abnormal energy delivery" message on the display. This message indicates that the device may not be able to provide adequate therapy if it were necessary.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer, contacted physio-control and advised that the device users had reported that their device gave an "abnormal charge declined" message; however, no further details were provided and that message is not one that the lifepak 20e device will provide. The biomedical engineer also advised that the device's service log had been erased and, as a result, no codes were logged which may help understand what the user had reported. Based on what the device user reported to the biomedical engineer, it's possible that what they had actually seen was an "abnormal energy delivery" message on the display. This message indicates that the device may not be able to provide adequate therapy if it were necessary.